Event description:
It was reported by service report that the bed will not zero when using scale; also, the IV pole is broken. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: load cell, i.v. Pole.